Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a supplemental/final report will be submitted. G2: foreign: singapore. E1: telephone: (B)(6).

Event description:
It was reported that during an unknown time the skin graft carrier will not go through the mesher as customer pushed the lever. No info was provided on harm or surgical delay. Diligence is complete as no additional information noted.

Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the ratchet handle was stuck (unable to perform the up/down motion). The ratchet gear was replaced to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.